Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device and delivery system (wds) were used. A transesophageal echocardiogram (tee) before the procedure revealed a small amount of pericardial effusion around the laa. Since it was confirmed that pericardial effusion did not increase even after septal puncture was performed, the procedure was continued. The was was positioned and the wds was inserted. The closure device was deployed. A leak of 5mm was observed. The closure device was not fully expanded and seemed to be caught in the pectinate on the posterior side of the laa. Two partial recaptures were performed, but there were no changes. Contrast media was administered to check the position. Under fluoroscopy, a small amount of contrast media was observed in the pericardium, so observation was started. It was confirmed there was no increase in the pericardial effusion. The patient was sable and the release criteria were met, so the closure device was released. It was suspected that a perforation of the laa occurred from the anchor of the closure device, but it was not confirmed. The patient remained stable and was discharged from operating room after extubation.